Manufacturer narrative:
B7: added medical history. H6: conclusion code remains unchanged. H10/11: added medical record information. Additional details regarding the patient's clinical course were ascertained from a review of medical records and are as follows: a potential relationship, if any, between the alleged injuries or complications and the gore device is unclear from the provided information at this time. (B)(6) 2003: (B)(6), md. Operative report. Preoperative diagnosis: gallstones. Postoperative diagnosis: same. Adhesions of incarcerated omentum and umbilical hernia. Operation: laparoscopic cholecystectomy. Indications: this is a 47-year-old black female who had ultrasound proven stones, evidence of incarcerated umbilical hernia. Informed consent was obtained to proceed with laparoscopic gallbladder. Procedure: ¿under anesthesia and antibiotics administered and sterile betadine prepping and draping of the abdomen, a small curvilinear incision was made at the umbilicus through the skin and subcutaneous tissue. Towel clips elevated the abdominal wall anteriorly away from the viscera where veress needle was inserted atraumatically and four liters of carbon dioxide insufflation accomplished after a positive saline drop test. A 10/11 trocar was then placed under direct vision with the laparoscope. No intra-abdominal injury or bleeding is noted. Anatomically correct structures are identified. A second 10 mm trocar was placed through a small transverse incision just to the right of the falciform and two 5 mm trocars were placed in the mid clavicular and anterior axillary lines in the right subcostal margin. The fundus of the gallbladder was then grasped with a ratcheted grasper and elevated cephalad to avoid any injury to either the liver or the gallbladder. A second blunt tip grasper was used for the infundibular portion of the gallbladder and a third sharp tip dissector was placed through the 10 mm port where dissection of the triangle of calot. The neck of the gallbladder was carefully dissected from the gallbladder down toward the common duct. This dissection allowed identification of the neck of the gallbladder and common duct junction. The cystic duct was clearly seen and was normal size as was the common duct. Within the cystic triangle was coursing the cystic artery which was noted to be coursing onto the gallbladder. The cystic duct and cystic artery were doubly clipped with endoclip applier. The gallbladder was removed using hook dissector. The gallbladder was then extracted through the umbilical port. All trocars were removed under direct vision with hemostasis assured and desufflation complete. The fascial defects were closed with interrupted 0 vicryl. 2-0 vicryl closed the subcutaneous tissue. 4-0 dexon closed the skin. 0.25 marcaine plain was used for local anesthesia. Tegaderm was applied to the skin. The patient tolerated well and left the operating room in satisfactory condition. Note: she has numerous adhesions of the omentum incarcerated into the umbilical hernia. This is left alone at this point. Otherwise she tolerated the procedure well. ¿ ??/??/05: [missing records: possible missing records for ¿ventral hernia repair without mesh¿ as mentioned in office note on (B)(6) 2013 were not provided.] (B)(6) 2005: (B)(6), md. Operative report. [Poor copy quality]. Preoperative diagnosis: umbilical hernia. Postoperative diagnosis: same with multiple ventral incisional hernias at and below the umbilicus x 3. Operation performed: laparoscopic repair and implantation of gore-tex tissue patch. This patient is a patient of dr. (B)(6). She is 50 years old. She developed a large ventral incisional hernia. She has had a previous umbilical hernia repair. Informed consent was obtained to proceed. Description of procedure: ¿with the patient under anesthesia, sterile betadine prepping and draping, a direct cutdown in the upper midline just below the xiphoid where a 5-mm trocar is placed after 4 liters of carbon dioxide insufflation. A 30-degree 5-mm scope is inserted. There is incarceration of omentum and small bowel into the hernia. This is taken down with sharp and blunt dissection through two 5-mm trocars placed in the left midaxillary line. The patient then has after disincarceration of the hernia a gore-tex tissue patch which was a 26 by 34 which was trimmed to about 23 by 25 cm orientating, transversing, anchoring with our 0 gore-tex sutures so as to orient the rough side up against the abdominal wall and smooth sides of the peritoneal cavity. After four anchoring sutures are placed with the gore suture passer, the sutures are then tied. The endo-anchor fixation device was used to fixate all edges so no bowel could herniate through it. The 10-mm trocar site is closed with 0 vicryl and all 5-mm trocars are removed under direct vision. Staples close the skin. Marcaine blocks the incision. Patient tolerates the procedure well, leaves the or in satisfactory condition. ¿ (B)(6) 2005: omhs. Implant record. Mesh dual 26 cm x 34 cm x 1 mm #1dlmc08. Catalog number: 1dmlc08 [sic]. Lot number: 02815083. Item number: 1dlm08 [sic]. W.l. Gore & associates. Body location: umbilical. (B)(6) 2005: omhs. Implant sticker. Dualmesh biomaterial. Lot number: 02815083. Item number: 1dlmc08. W.l. Gore & associates. The records confirm a gore® dualmesh® biomaterial (1dlmc08/02815083) was implanted during the procedure. (B)(6) 2006: [missing records: possible missing records for ¿ventral hernia repair with mesh¿ as mentioned in office notes on (B)(6) 2013 were not provided.] (B)(6) 2007: (B)(6), md. Operative report. Preoperative diagnosis: recurrent ventral incisional hernia. Postoperative diagnosis: same. Procedure: mayo repair. Indication: a 51-year-old black female who had a gore-tex tissue patch repair of a ventral hernia before she had recurred at the upper end above the umbilicus. Informed consent obtained to proceed. Description of procedure: ¿the patient has midline incision made, has fascia developed where a large defect, about three fingers is noted from the upper apex of the gore-tex to the upper linea alba in the midline. The hernia sac is opened and the bowel is returned back to the abdominal cavity. The small bowel is incarcerated in the hernia sac here. No bowel injury occurs. The closure with 0 gore-tex suture interrupted, vest-over-pants mayo fashion and then 2-0 for subcutaneous and 3-0 monocryl for the subcuticular. Dermabond and marcaine block the incision. The patient tolerates well, leaves the or in satisfactory condition. ¿ (B)(6) 2013: [missing records: records of ¿emergency room visit on saturday for severe pain, nausea/vomiting¿ were not provided.] (B)(6) 2013: (B)(6), md, pc. Office note. Active problems: abdominal pain, degenerative arthritis, morbid obesity, nausea with vomiting, ventral incisional hernia. Complaint of abdominal pain and giant incarcerated ventral incisional recurrent hernia upper midline 30 cm. Presented to emergency room on saturday in severe pain, nausea/vomiting. Hernia developed after a laparoscopic gallbladder and has been repaired twice, last time with mesh. History ventral hernia repair without mesh 2005 and ventral hernia repair with mesh in 2006. Examination: abdomen; soft, nontender, without mass or hepato-splenomegaly, giant incarcerated upper midline 30 cm ventral incisional recurrent hernia. Impression/plan: nausea, recurrent incisional hernia, abdominal pain, morbid obesity. Open repair of a giant recurrent 30 cm upper midline ventral incisional hernia with possible component separation/biologic mesh 10/17/13. Counseled and gives informed consent for open repair of ventral hernia. Risks and benefits discussed fully to include bleeding, mesh infection, bowel injury, hernia recurrence as well as complications common to all surgeries such as blood clots, myocardial infarction, etc., all questions answered . (B)(6) 2013: (B)(6), md. Operative report. Preoperative diagnosis: giant incarcerated multiply recurrent ventral incisional hernia with history of recurring strangulation. Postoperative diagnosis: giant incarcerated multiply recurrent ventral incisional hernia with history of recurring strangulation. Extensive intraabdominal adhesions. Assistant: first assistant, gilliam; second assistant, elliot. Anesthesia: general. Anesthesiologist: deveney. Operation: open repair of giant incarcerated multiply recurrent complex ventral incisional hernia with mesh. Adhesiolysis greater than 30 minutes. Removal of peritoneal foreign bodies to include mesh, staple anchor-type fixation devices, sutures, and hernia sac. Findings: the patient had a giant 30 cm complex recurrent ventral incisional hernia containing her transverse colon and a large amount of small bowel. There were 2 primary hernia sacs, each of which were severely incarcerated. Extensive adhesions were present both within the hernia sac and in the abdomen. There was a large piece of gore-tex mesh inferior to the defect with innumerable metal fixation devices appearing like an anchor, and sutures, anchors, and portions of mesh were removed. It should be noted that the patent¿s personal hygiene was horrible with a large amount of caseous material in the umbilicus, which was cleaned prior to the surgery, and additional caseous material in creases in groin area to a significant degree requiring a significant amount of washing and scrubbing prior to even prepping her abdomen. With this significant concern for hygiene, I did not feel comfortable placing new mesh into her wound, but was able to repair the hernia using the old mesh and #1 prolene. Should the hernia recur, repair will be significantly problematic due to her markedly attenuated fascia, presence of extensive adhesions which were likely reformed, and the concern for possible wound infection. Even component separation will likely be problematic. Description of procedure: ¿the patient prepped and draped in supine position using sterile technique, and after adequate general anesthesia and administration of antibiotics, the upper midline incision was made over the marked hernia and dissection carried out to reveal the extensive complex recurrent ventral hernias noted above. The hernia sacs were opened and the bowel dissected free from the sac and reduced. Inferiorly, the gore-tex mesh was examined, multiple anchor devices, sutures, and portions of the mesh were excised along with take down of extensive small and large bowel adhesions to allow for assessment of the area and reduction of the bowel. Once the bowel was able to be reduced and the adhesions taken down, it was apparent that we could use the old mesh to repair the hernia, and it would be much less likely to become infected and it had already become incorporated into the surrounding structures. This was then done repairing the hernia with the old mesh using #1 prolene without tension. Subcu[taneous] was irrigated and the 10 mm jackson-pratt drain placed 1 on either side, brought out inferolaterally, and secured with silk. The subcu[taneous] was closed with interrupted vicryl and staples for skin. Sterile dressings and binder applied. The patient taken to recovery in stable condition. No complications. Sponge and needle count were correct. ¿ (B)(6) 2013: (B)(6), md. Pathology report. Accession number: s13-05524. Diagnosis: soft tissue, ventral hernia sac (herniorrhaphy): hernia sac. Clinical impression: giant incarcerated recurrent ventral incisional hernia. Gross description: labeled ¿carden, cindy m.- hernia sac, retained suture/staples, and old mesh.¿ received in formalin are multiple yellow-pink-purple fragments of adipose and membranous tissue aggregating to 12.2 x 7.4 x 2.6 cm. Specimen is serially sectioned to reveal no focal lesions or masses. Specimen is representatively submitted on 2 cassettes. (B)(6) 2013: (B)(6), md. Discharge summary. Morbidly obese, giant incarcerated upper midline 30 cm ventral incisional recurrent hernia; had been to emergency room with incarceration, nausea, vomiting, which had resolved, continued to have intermittent pain with this enormous hernia, had hernia repaired twice, second time with mesh around 2006. Taken to surgery on the 17th; open repair of giant incarcerated recurrent ventral incisional hernia performed with in situ mesh, extensive adhesions lysed, greater than 30 minutes, removal old mesh sutures, hernia sac accomplished. First postoperative day, did well, nasogastric tube placed to extensive nature of the bowel adhesions within hernia. Seen in consultation with hospitalist service particularly for hypertension. Ambulated, nasogastric tube left in place, started on lovenox 40 mg per day. Second postoperative day, had nasogastric tube removed, was on ice only, very poor personal hygiene including a lot of matter within umbilical area and all of her skin creases was of great concern, after scrubbing her skin significantly before surgery was felt that continuing antibiotics postoperatively should be done with the high likelihood that there would be continued poor hygiene and possible skin contamination. Remained afebrile, tolerated diet, on 4th postoperative day able to be discharged home with jp drain, will continue oral antibiotics until drains removed. Discharge diagnosis: giant recurrent incarcerated ventral incisional hernia. Extensive intraabdominal adhesions. Morbid obesity. Severe hypertension. Degenerative arthritis. Depression. Procedures: open repair of giant incarcerated recurrent ventral incisional hernia with in situ mesh. Adhesiolysis greater than 30 minutes. Removal of peritoneal foreign bodies. Discharge medications: septra. It should be noted that the gore® dualmesh® biomaterial instructions for use addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
H6: updated results code 1 for manufacturing evaluation. Conclusion code remains unchanged.

Manufacturer narrative:
H6: updated health effect. H6: updated investigation finding. H6: updated investigation conclusions. H6: health effect impact code: f26: no health consequences or impact. H6: medical device component: g04088: membrane. The investigation has been completed. Based upon the totality of the information received over the course of the investigation and reported by gore in the previously submitted medical record narratives the following conclusions have been reached. As previously reported, all pertinent medical records requested may not have been received. Through gore's investigation and based on the available information there is no available information that reasonably suggests that a gore device may have caused or contributed to death, serious injury or reportable malfunction, and is no longer considered reportable. Therefore, this event is being coded as no clinical signs, symptoms or conditions, no health consequences or impact and will be closed as no problem detected. Previous patient codes were reported based on the original complaint and are no longer applicable and/or not reportable per gore¿s investigation. It should be noted that the gore® dualmesh® biomaterial instructions for use include warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿ as with any surgical procedure, there are always risks of complications for surgical repair of hernias and soft tissue deficiencies, with or without mesh. These may include but are not limited to, adhesions and related harms, bleeding, bowel obstruction, compromised device biocompatibility, contamination which may lead to patient harms, device damage, dysphagia, erosion or extrusion and related harms, exposure or protrusion and related harms, fever, fistula, gerd recurrence, defect recurrence and related harms, ileus, increased procedure time and related harms, irritation or inflammation, infection, mesh migration, mesh contraction, pain, paresthesia, perforation, revision/re-intervention, seroma or hematoma and related harms, tissue ischemia, wound complications and wound dehiscence and additional intervention including surgery. Many of the potential complications are associated with the patient¿s underlying disease progression, co-morbidities, additional medical history and/or other surgical procedures. The above inherent risks are typically detailed in standard informed consent documents. Based upon the information received, a portion of the device remains in the patient and was not available for evaluation. Review of the manufacturing records verified that the lot met all pre-release specifications. W.l. Gore & associates, inc. (Gore) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by gore, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Blank fields present on this report include required fields and fields determined to be not applicable. Blank required fields indicate that the information was not provided, was deemed unavailable or was not applicable. This report does not constitute an admission or a conclusion by FDA, gore, or its associates that the device, gore or its associates caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the report and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(6). It should be noted that the gore® dualmesh® biomaterial instructions for use includes warnings and addresses the following adverse reactions among others: ¿possible adverse reactions with the use of any tissue deficiency prosthesis may include, but are not limited to, contamination, infection, inflammation, adhesion, fistula formation, seroma formation, hematoma, and recurrence.¿

Event description:
It was reported to gore that the patient underwent open ventral hernia repair on (B)(6) 2005 whereby a gore® dualmesh® biomaterial was implanted. The complaint alleges that on (B)(6) 2013, a revision procedure occurred. It was reported the patient alleges the following injuries: revision surgery requiring an additional surgery. Additional event specific information was not provided.